Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced diabetic ketoacidosis and alleged that the insulin pump was under delivering. The customer's blood glucose level was 180 mg/dl at the time of the incident. The customer reported that they feel okay for troubleshooting. The customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was not calling back to perform a high-pressure test. The customer reported that they have a back-up plan available. The customer alleged that the insulin pump was under delivering as the blood glucose was going up even after insulin was delivered. The customer stated that the drive support cap appeared normal or slightly indented. The customer reported that the insulin exited at the quick release. It was reported that the high pressure test was successful. The customer advised to change entire set, reservoir and insulin and treat per healthcare professional¿s instructions. The insulin pump will not be returned for analysis.